Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump powered on without audible alert function. An audio-circuit solder joint was observed to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.